Event description:
It was reported that the patient presented to the hospital for high capture threshold and decreased ventricular sensing. The lead was explanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.